Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial lead exhibited undersensing which contributed to an inappropriate shock for the patient. A technical services consultant discussed trouble shooting options with the local field representative. Subsequent information indicated that a lead revision procedure was performed during a routine device upgrade procedure. It was noted that the lead had pulled back. The lead was cut and capped. There were no adverse patient effects reported.